Manufacturer narrative:
Date sent to FDA: 12/25/2018. Additional narrative: it was reported that the patient experienced urinary problems. It was reported that the patient underwent revision surgery on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
No code available .to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(4) 2009 and prolift was implanted. It was reported that the patient experienced pain and erosion following the procedure. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.